Event description:
Related manufacturer reference number 3006705815-2022-18054. It was reported the patient was unable to set the ipg into MRI mode. Reportedly patient had a fall and system diagnostics recorded low impedances on both leads. Surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A patient unable to set implanted system to MRI mode due to low impedances on the leads was reported to abbott. No intervention is scheduled at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the leads were explanted and replaced. Effective therapy was restored post operatively.